Event description:
It was reported: the surgeon was tightening the screw and the tip of the screwdriver broke into three tiny pieces before the screw was fully seated. It took 30-40 minutes to fish out the pieces in order to put a new screwdriver in to seat the screw. Case was completed successfully.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
Correction: please refer to d9/h3 - device not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device is not available; hospital retained

Event description:
It was reported: the surgeon was tightening the screw and the tip of the screwdriver broke into three tiny pieces before the screw was fully seated. It took 30-40 minutes to fish out the pieces in order to put a new screwdriver in to seat the screw. Case was completed successfully.